Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 12-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal ") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced feeling abnormal ("empty brain"), asthenia ("intense asthenia"), lacrimation increased ("wet eyes"), neck pain ("neck joint pain"), myalgia ("muscular pain") and insomnia ("insomnia"). On (B)(6) 2018, 2 years 1 month after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) by total hysterectomy and tubes removal. At the time of the report, the medical device removal, feeling abnormal, asthenia, lacrimation increased, neck pain, myalgia and insomnia outcome was unknown. The reporter provided no causality assessment for asthenia, feeling abnormal, insomnia, lacrimation increased, medical device removal, myalgia and neck pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the regulatory authority is not possible. Initial: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 12-nov-2018. The most recent information was received on 27-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced feeling abnormal ("empty brain"), asthenia ("intense asthenia"), lacrimation increased ("wet eyes"), arthralgia ("neck joint pain"), myalgia ("muscular pain") and insomnia ("insomnia"). The patient was treated with surgery (total hysterectomy as consequence, with uterus and tubes removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, feeling abnormal, asthenia, lacrimation increased, arthralgia, myalgia and insomnia outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, feeling abnormal, insomnia, lacrimation increased, medical device removal and myalgia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.